Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports for a part of the forceps (product ID unknown) used during this event and is linked to mfg report numbers: 3003249645-2022-00007; 3003249645-2022-00008. A facility reported that a patient was being treated for bilateral inguinal hernia by laparoscopy. During the surgery, the small intestine was burnt even if it was not touched by the extremity of the laparoscopic forceps. It was reported that either of the four (4) devices used could be responsible for the dysfunction. The devices were changed to continue the procedure. The small intestine was sutured. The suspected devices were visually checked, and no defects were observed. The devices were then isolated.

Manufacturer narrative:
The suspected product/handle was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the returned product was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The received device/handle is not in contact with the small intestine. The product is not related to this event. The device has been previously repaired outside of microfrance: there are etchings on the device. Root cause analysis: the reported event is not related to the returned device. This complaint is unconfirmed. However, the instrument has been repaired / modified outside of microfrance. This modification could weaken the instrument.